Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 7 devices were evaluated in the field and the issue was confirmed; 5 devices had broken/damaged components, 1 device had a loose component, and 1 device had a missing component. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported there was accessible ac current. There was no patient involvement.